Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated calcium results generated across two alinity c processing modules for one sample. The following data was provided: sid (B)(6), processed on (B)(6) 2024 on (B)(6) = 3.40 mmol/l, 3.52 mmol/l, 3.13 mmol/l, and 2.08 mmol/l (lot 45184un24), (B)(6) = 3.25 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A search for similar complaints did not identify an increase in complaint activity for lot number 45184un24. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations with lot number 45184un24 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c calcium reagent lot 45184un24 were identified.

Event description:
The customer observed falsely elevated calcium results generated across two alinity c processing modules for one sample. The following data was provided: sid (B)(6) processed on (B)(6)2024 on (B)(6) = 3.40 mmol/l, 3.52 mmol/l, 3.13 mmol/l, and 2.08 mmol/l (lot 45184un24), (B)(6) = 3.25 mmol/l. No impact to patient management was reported.